Event description:
Additional information was received that patient was replaced prophylactically. Explanted product has not been received to date.

Event description:
Additional information was received that the patient¿s generator replacement was for patient comfort. Generator was discarded following surgery per hospital policy. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event ¿ correction ¿ inadvertently did not state that generator was discarded per hospital policy on previous supplemental MDR. H6. Type of investigation - correction ¿ inadvertently included code b17 instead of b18 on previous supplemental MDR.

Event description:
Patient was referred for battery replacement and was noted to be sent for evaluation of "shocking". No known surgery has occurred to date. No additional relevant information has been received.